Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the hospital's intensive care unit with a blood glucose (bg) of 464 mg/dl, with high ketones which were identified as dangerous by a healthcare provided. Suspected cause was the customer ran out of insulin and did not complete bolus delivery steps. Customer attempted to self treat with a manual injection and bolus via pump, however was treated intravenously with fluids of saline and insulin. Reportedly, the customer was released with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.